Event description:
Patient had star sliding core bearing and tibial component revised.

Manufacturer narrative:
Tibial component and sliding core were exchanged to a larger size. Visual evaluation shows normal wear. Review of device history records showed no anomalies.